Event description:
It was reported that a customer experienced issues with a pump, as the screen went blank unexpectedly, and the led was not blinking. Customer needed to plug the pump into a power source to turn it back on and could not confirm if there was a power source alert present prior to shutdown. There was no adverse impact to the customer's blood glucose level since the customer declined to answer questions about it. Customer successfully resumed insulin administration after the incident. Technical support educated the caller on battery best practices and advised monitoring the pump performance, with a follow-up planned to continue troubleshooting if the issue persists.